Event description:
Reporter indicated that the site's hp handheld computer "didn't work" during a vns implant surgery. It was reported that another handheld was used and the case was completed successfully. Attempts for additional information have been unsuccessful to date.